Manufacturer narrative:
The field service engineer found that the bath drains were clogged with undiluted blood because customer had cycled whole blood samples in predilute mode instead of whole blood mode. Therefore, it appears as if the red blood cell bath overflow occurred as a result of user error when customer mistakenly cycled whole blood samples in predilute mode. ((B)(4).)

Event description:
Customer called to report that the red blood cell bath of the coulter ac.t differential analyzer was overflowing after running whole blood and controls. Customer observed the spill under the instrument after a shutdown cycle. On the following day, the field service engineer (fse) inspected the instrument and found that the bath drains were clogged with undiluted blood because customer had cycled whole blood samples in predilute mode instead of whole blood mode. The fse then bleached the instrument to remove the clogged blood. Finally, the fse performed an instrument shutdown and startup cycle, and then tested its quality controls, to ensure that the services performed effectively resolved the instrument issue. Customer stated that no one came in contact with the fluid and there was no impact to sample results as a result of this issue. Also, no injury was reported, nor was medical attention sought.